Event description:
It was reported that when a symptomatic patient with palpitation presented in clinic for follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made and device remains implanted.

Manufacturer narrative:
(B)(4).